Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion being treated was a 99% stenosis of the heavily calcified right coronary artery (rca). The lesion was approached via the right radial artery. Following diagnostic views of both the left and right coronary systems, a 6f jr4 guide catheter was advanced and a 0.014" non-bsc guide wire was advanced across the lesion. The physician intended to direct stent the rca lesion using a 3.5x12mm ion stent; however, the stent came off the balloon in the rca. The physician attempted to snare the ion stent using a 1.5x8mm apex balloon, but was unsuccessful. A non-bsc snare was introduced and re-captured the ion stent. At that point, the radial approach was discontinued and the right femoral was accessed for further intervention. Additional attempts at balloon angioplasty using a 2.5x12mm apex and 2.25x12mm non-bsc balloon were unsuccessful due to inability to cross the lesion. The patient was transferred to another facility for further intervention. The patient status was fine.